Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal), gravida ii (4), parity 3 and abortion (1). Concurrent conditions included obesity, cervicalgia, fibromyalgia, cervical disc disease, cholesterolosis of gallbladder, congestion nasal, bronchitis, enteritis, gastroesophageal reflux disease, penicillin allergy, abdominal pain, neck pain, nausea, fever, flank pain, low back pain, menometrorrhagia and fibroids. Concomitant products included colecalciferol (vitamin d3) since 2011, omeprazole since 2015, salbutamol sulfate (proair hfa) since 2015 and topiramate since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis/vaginosis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), tooth fracture ("dental problems: breaking and falling out"), tooth loss ("dental problems: breaking and falling out"), abdominal pain ("abdominal pain") and pain ("general achiness"). In 2010, the patient experienced headache ("headaches") and abdominal distension ("bloated"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced allergy to metals ("nickel allergy") with urticaria. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), uterine leiomyoma ("fibroids") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, uterine leiomyoma, tooth fracture, tooth loss, abdominal pain, pain and abdominal distension outcome was unknown and the bacterial vulvovaginitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 outer coils of the essure micro-insert trailing into the uterus (left side).there were 8 outer coils of the essure micro-insert trailing into the uterus (right side).the procedure was tolerated well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2015 patient underwent pelvic utrasound resulted in probable partially septate uterus with a 1.9 x 1.9 x 1.3 cm heterogenous mass along the intervening fundal myometrium likely a small fibroid. (Right ovary: 3.2*1.3* 2.4 cm left ovary: 2.7*1.5*1.8 cm. Nodular increased echogenicity measuring 9*5 mm along the endometrium) . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, events added as follows:- vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, bladder disorder, urinary tract disorder, migraine, headache, headache, allergy to nickel, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, uterine leiomyoma, urticaria, tooth fracture, abdominal pain, pain, abdominal distension, urinary tract infection on 1-mar-2018: medical record received, patient concomitant condition and historical condition added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal), multigravida (4), parity 3, abortion (1) and vaginal delivery on (B)(6) 2009. Concurrent conditions included obesity, cervicalgia, fibromyalgia, cervical disc disease, cholesterolosis of gallbladder, congestion nasal, bronchitis, enteritis, gastroesophageal reflux disease, penicillin allergy, abdominal pain, neck pain, nausea, fever, flank pain, low back pain, menometrorrhagia, fibroids, polyp of corpus uteri, endometriosis of uterus and right lower quadrant pain. Concomitant products included colecalciferol (vitamin d3) since 2011, omeprazole since 2015, salbutamol sulfate (proair hfa) since 2015 and topiramate since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis/vaginosis"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gallbladder polyp ("gastrointestinal or digestive system condition - type: gallbladder polyps"), tooth fracture ("dental problems: breaking and falling out"), tooth loss ("dental problems: breaking and falling out"), abdominal pain ("abdominal pain"), pain ("general achiness"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis") and gastrointestinal motility disorder ("gastrointestinal or digestive system condition - type: bowel movement issues"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and abdominal distension ("bloated"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with urticaria. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gallbladder polyp, uterine leiomyoma, tooth fracture, tooth loss, abdominal pain, pain, abdominal distension, bacterial vaginosis and gastrointestinal motility disorder outcome was unknown and the bacterial vulvovaginitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gallbladder polyp, gastrointestinal motility disorder, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 outer coils of the essure micro-insert trailing into the uterus (left side).there were 8 outer coils of the essure micro-insert trailing into the uterus (right side).the procedure was tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2015 patient underwent pelvic ultrasound resulted in probable partially septate uterus with a 1.9 x 1.9 x 1.3 cm heterogenous mass along the intervening fundal myometrium likely a small fibroid. (Right ovary: 3.2*1.3* 2.4 cm left ovary: 2.7*1.5*1.8 cm. Nodular increased echogenicity measuring 9*5 mm along the endometrium) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, menorrhagia, uterine leiomyoma." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: reporters added. Events: bacterial vaginosis, gallbladder polyps, bowel movement issues. Event onset dates updated. Concomitant disease added. Historical condition added. Auto-narrative supplement added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.